Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscophy surgery the needle broke off inside the instrument. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing was performed and found that the device works as intended and the needle could fire through. Visual inspection noted no problems with the device. No problem found.